Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
Hospital reported vasoview 7 xb bisector (ous) gas flow issue whereby the gas was not able to flow. They troubleshoot by changing another insufflator machine but still no flow. Subsequently, change another set and surgery went smoothly.

Event description:
Complaint record tw (B)(4) being cancelled as it is a duplicate to mfg report number 2242352-2024-00391.

Manufacturer narrative:
Complaint record tw (B)(4) being cancelled as it is a duplicate to mfg report number 2242352-2024-00391. Corrected sections to blank entries: b6, b7, entire d section, entire e section, g2, g4, entire h section.